Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,03-jun-2022 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system hardware failed. The customer stated that unable to pick meds for patient. A field service engineer had remoted in and all devices showed disconnected with no option to assign them. Checked connections and found a network cat5 plugged into an auxiliary port- disconnected. Powered on and logged into admin and ran hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had hardware failure. All the drawers were showing missing from bus. The customer stated that they were unable to pick med zofran and user did not have access to key to open the medstation panel. There was a delay in patient care because of this issue. There were no adverse events or injuries reported based on this incident.